Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid t artery using a penumbra system 3d revascularization device (psr3d). During the procedure, while attempting to advance a psr3d through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the psr3d would not advance; therefore, it was removed. The procedure was completed using a different stent device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device was initially available for return; however, additional information obtained confirmed that the device was discarded by the hospital. The report was therefore corrected accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.